Event description:
The customer reported that there was no fluoro. The images were distorted on the monitor.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system functioned upon arrival but the ge service rep determined the interconnect cable was intermittent at the base of the monitor cart. He removed and replaced the interconnect cable verify operation before returning to service.